Event description:
It was reported the doctor was performing a breast biopsy and when the last two samples were being retrieved the probe made a grinding sound. The doctor completed the case and identified potential metal shavings deposited in the breast in the postop radiograph.